Event description:
High impedances were found during implant. The extension was not implanted and was replaced. Perhaps the extension was broken. There were no patient symptoms or complications associated with the event. The patient was alive with no injury.

Manufacturer narrative:
Concomitant medical products: product ID: 37081-40, serial# njb139470v, product type: extension. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the extension, serial # (B)(4), revealed no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.